Event description:
It was reported that an error message occurred when interrogating a device. The power was cycled, and the error cleared. When attempting to interrogate again, the error came back. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up ok, however an error was found in the error log.